Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low flow alarms. A specific cause could not be determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2025. Transient low flow alarms associated with pulsatility index were captured on (B)(6) 2025. No other notable events or alarms, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 patient handbook,, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including other neurologic events (not stroke-related), that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow, and pulsatility index (pi). In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿ lists neurological dysfunction as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency room with drowsy and disoriented. When assessing the left ventricular assist device (lvad), parameters were okay, but there were a few low voltage hazards. The patient was known to have chronic percutaneous line infection. The team was wondering if the driveline should be changed since it was lightly twisted. The event log file captured 1 brief low flow estimates when the pulsatility index (pi) was elevated. The event log file also captured 3 low flow alarms as well as multiple brief low flow estimates with elevated pi on (B)(6) 2025 from 2015 to 2022. The estimated flow was fluctuating below 2.0lpm threshold. Most of these events were brief and didn¿t generate the alarms (less than 10 seconds to trigger the alarms. Despite the reported twisted driveline, there were no electrical conductor issue seen in the event log file. It was recommended to slowly untwist the driveline.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.